Manufacturer narrative:
Concomitant medical products: 1688tc st jude lead, implanted : (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and pacing inhibition. The left ventricular (lv) lead was also observed with possible high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.